Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device failed the vibration assessment and had worn gears and bearings which caused the device to have excessive vibration and noise. It was also noted that the device showed signs of damage that was indicative of damage caused by immersion during cleaning. The assignable root cause was determined to be due to failure to follow the cleaning, sterilization and/or maintenance procedures per the directions for use, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had a loud and clunky locking mechanism. During in-house engineering evaluation, it was determined that the device failed the vibration assessment. It was also determined that the device had worn gears and bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.